Event description:
The customer reported that they believe pacer pulses were given incorrectly because the patient's heart rate was greater than the rate that the pacer was set at. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported that they believe pacer pulses were given incorrectly because the patient's heart rate was greater than the rate that the pacer was set at. There was no negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.